Event description:
On 07/07/08, the pt reported she had experienced bent insulin infusion set cannulas in the past. She could not remember specific dates or details about the events. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.